Event description:
It was reported that during the previous routine follow up this right atrial (ra) lead was determined to be unable to capture, and the sensing and impedance measurements were adequate at that time. The device was reprogrammed as a result. Then, at the most recent follow up, it was noted that the implantable pacemaker recorded a lead safety switch due to high out of range pacing impedance. The patient was referred for a new device review. Further information was requested regarding troubleshooting steps performed and the plan for this patient moving forward. The device system remains in service. No additional adverse patient effects.

Event description:
It was reported that during the previous routine follow up this right atrial (ra) lead was determined to be unable to capture, and the sensing and impedance measurements were adequate at that time. The device was reprogrammed as a result. Then, at the most recent follow up, it was noted that the implantable pacemaker recorded a lead safety switch due to high out of range pacing impedance. The patient was referred for a new device review. Further information was requested regarding troubleshooting steps performed and the plan for this patient moving forward. The device system remains in service. No additional adverse patient effects. Boston scientific has made three attempts to obtain additional information on the in-clinic troubleshooting and the plan for the patient, however; no response was received.